Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from austria by our edwards lifesciences affiliate, a 23mm sapien 3 ultra valve was to be implanted into a 23mm edwards surgical valve in the aortic position by transfemoral approach. During the procedure, the valve was unable to be advanced through the 14fr esheath+. The valve became stuck in the sheath, so the system was withdrawn. There were no patient injuries. A second kit was prepared, and the new valve was successfully implanted. The patient was stable post-procedure. After the procedure, a small hole was observed in the white proximal side of the esheath+ and a bent strut was noted on the valve.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: updated h3, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. This is one of two reports being submitted for this case. Please reference related manufacturer report no.: 2015691-2025-05982. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The 14fr esheath+ was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: liner partially expanded 4 cm in length from strain relief. Remaining liner is unexpanded, and the distal tip is unopened. The sheath shaft and strain relief punctured at 6 cm from hub. The sheath shaft is damaged at the strain relief puncture location. Functional testing was performed by advancing the associated 23mm commander delivery system through the sheath. The sheath expanded and the tip opened as designed. As the associated delivery system was able to be fully advanced through the sheath with no issues, it was not necessary to perform dimensional testing. The provided imagery was evaluated and revealed the following: tortuosity is present in the access vessels. The access vessel has a minimum luminal diameter below the required 5.5 mm (mld) for the 14fr esheath+. A valve frame strut is bent on the inflow side. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The punctured esheath+ was confirmed based on the evaluation of the returned device. Available information suggests patient factors (tortuosity, undersized vessels) and/or procedural factors (device manipulation) likely contributed to the event as per imagery provided tortuosity was observed in access vessels and the minimum luminal diameter at the access vessel is less than 5.5 mm. As per IFU, a minimum luminal diameter sufficient for use of the 14fr esheath+ is > 5.5mm. Additionally, it was reported that the valve was unable to be advanced through the 14fr esheath+. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage. High push forces coupled with non-coaxial advancement trajectories can lead to sheath hdpe, liner, and/or strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.